Event description:
During a new patient implant, high impedance was observed. The generator was tested with the test resistor and a generator issue was ruled out as the impedance was within normal limits. But once connected to the leads, high impedance was observed and it was confirmed that the lead pin was fully inserted and there were no anomalies when the surgeon checked the electrode connections on the nerve. So the surgeon opted to use new leads and the implant was completed successfully. The suspect lead has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5: describe event or problem, corrected data: supplemental #01 report inadvertently left out that the suspect product was received. D9: device available for evaluation?, corrected data: supplemental report #01 report inadvertently left blank.

Event description:
The suspect lead was returned and underwent product analysis. The allegation of ¿high impedance¿ was not confirmed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Seven sets of setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead was present at one point in time. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported complaint of ¿high impedance, other / unknown¿. The condition of the returned lead is consistent with conditions that typically exist following an implant/explant procedure.

Event description:
Additional information received noting that there was no physical damage observed on the suspect lead.